Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient¿s left hand started suddenly trembling on 2014 (B)(6). On 2015 (B)(6) the patient¿s family borrowed the healthcare professional¿s (hcp) clinician programmer, but they could not test the implantable neurostimulator (ins) signal. No interventions or outcome were reported regarding this event. Additional information could not be obtained. Should additional information be received the event will be updated.